Event description:
Complainant alleged that while attempting to monitor a male patient, the device displayed "cable fault", "paddle fault" and "check pads" messages. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.